Event description:
Use of heparin: adverse events - hypotension, shortness of breath, and tachycardia. Contact the dialysis center to obtain info regarding medication usage. He attended hemodialysis three times per week. Dialysis center. Dose or amount: unk. Diagnosis or reason for use: esrd.

Event description:
Pt had esrd for over 6 yrs. He was on hemodialysis 3 times a week for approx 6 yrs. Some time prior to being admitted, pt had been complaining about shortness of breath. The residential home in which he was in provided him with oxygen as ordered by the doctor. His last hemodialysis was in 2008. He was admitted to the hosp on two days later. Pt was an inpatient at medical center at the time of death. He was admitted due to a right femoral artery occlusion. Pt's condition did not allow for surgery to amputate his leg. At that time, I had to make the decision to stop dialysis and place him on comfort care. Hosp could not bring his blood pressure up to an adequate level, nor could they bring his heart rate down to an adequate rate. The death certificate says "conditions if any which gave rise to immediate cause stating the underlying cause last." I have listed the causes in the order they appear on the death certificate: right femoral artery occlusion; end stage renal disease; hypotensive shock. No autopsy was performed. I believe he also received heparin flushes while in the hosp. I would like a report on your findings to include the lot numbers of the heparin. See scanned pages.